Event description:
The following info was reported: balloon loss of pressure twice on two devices. Hemostasis was achieved without complication after less than 30 minutes of manual compression. The pt was not hospitalized. Stick location: common femoral artery. Vessel size: >5mm. Procedure type: peripheral.

Manufacturer narrative:
The device was not received; therefore, a physical investigation could not be performed. It should be noted that the probability of two devices failing in the same pt due to a puncture of the balloon is highly improbable without an outside source saucing the puncture. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in pts with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr (lot f1408502) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. See MDR 3004939290-2014-00531 for second device.